Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and it components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. It was reported that, in order to preserve an accessory renal artery on the right side, 10 mm of the aortic neck was used at the time of implant. The patient had a type I endoleak that sealed at 6 months and was present again at 1 year and 2 year follow-up. It was decided that an aortic cuff was required due to the type I endoleak and migration of the stent graft. In 2003 a 28mm aortic cuff was implanted with coverage of the accessory renal artery to obtain a longer seal zone. The patient will be followed with CT scans. No clinical sequelae were reported, and the patient is reported to be fine.